Manufacturer narrative:
Concomitant medical devices: 419688, lead, implanted: (B)(6) 2010, 694765, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible undersensing from the right atrial (ra) lead. The lead is still in use. No patient complications have been reported as a result of this event.